Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification and no battery alarms were noted. The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No low reservoir alarms could be verified due to the motor error alarms. The insulin pump was received with a cracked case at the reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a peeling address and serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer was able to rewind her pump and fill the tubing, but when she tries to fill the cannula, the pump alarms. Customer stated that last night she had a low battery and a low reservoir alert. Customer declined troubleshooting since she had already changed the battery and insulin. Customer's blood glucose level was 286 mg/dl. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.